Event description:
It was reported that cadd-legacy plus pump is over-infusing, inaccurate delivery. No patient injury reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tamper seal and housing intact. Upon inspection, error ? No disposable' message was found in the event history logs. The customer's reported issue was duplicated. Investigation found after performing on accuracy test station. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause was unknown. Expulsor assembly was replaced.

Event description:
Device was returned.